Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the nonconformance was a broken grip cable. The grip cable was broken at the wrist. The idler pulley spun freely and exhibited pulley face damage. The cable segment stuck out at the wrist. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci s surgical procedure the mega needle driver instrument was noted to have fibers exposed at the end of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.